Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose level was 630 mg/dl. The customer was admitted to the hospital and will contact us to provide more details.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.